Manufacturer narrative:
Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. However, it is likely that the patient's history of atrial fibrillation, use of anticoagulation medications, and his clinical status may have been contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. However, it is likely that the patient's history of atrial fibrillation, use of anticoagulation medications, and his clinical status may have been contributing factors heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient that was implanted on (B)(6) 2015 presented on (B)(6) 2015 with a 2 hour history of a blind spot in the right upper quadrant of his visual field. There was no other symptoms reported. A head CT on (B)(6) 2015 showed left occipital infarct with no evidence of thrombus, representing a presumed cardioembolic stroke. The patient was given aspirin 325mg daily, warfarin 2.5mg daily, and enoxaparin 60mg subcutaneously every 12 hours daily. The enoxaparin was changed to 80mg every 12 hours per the stroke team's recommendations. Repeat head CT on (B)(6) 2015 showed "expected evolution of early subacute ischemia within the left occipital lobe, without hemorrhagic transformation." On (B)(6) 2015 aspirin was discontinued per stroke team's recommendation to hold it for one week. He was discharged home (B)(6) 2015 with instructions to continue warfarin, continue enoxaparin for 8 days, and resume aspirin 325mg daily on (B)(6) 2015. Right upper quadrant anopsia was present throughout the hospitalization and had not resolved.